Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A taxus express2 drug eluting stent of unknown size was placed in an unspecified location. The pt was subsequently taken off plavix and aspirin for an unspecified procedure (date unknown). Approximately 4 to 5 months later, "a thrombosis was found and treated with balloon distal of the stent. The vessel was opened, pt is fine." Further info has been requested, but has not been received.